Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report with investigation results will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion field left blank 0- n o available code to undetermined or unk cause. The customer's report of a leak was confirmed. However the leak was noted from the female luer and not the micron filter as reported by the customer. During visual inspection it was noted that the female luer had a 0.4891 inch vertical hair line crack. The cracked female luer was inspected under the microscope, to determine if any stress marks were noted, none were found. Functional testing was performed as a leak was observed at the crack on the female luer. No cracks or leaks were noted on the pediatric micron filter. Review of the device history for the lot number could not be performed because no lot number was provided. Review of the device history build period based on the smartsite laser numb ER revealed no quality issues for the failure mode reported. The root cause of the crack was not fully identified. Previous analysis has suggested the issue may be supplier-related.

Event description:
The customer reported an event of hypoglycemia. The pt's PICC line had occluded so a new PICC line was inserted and tpn was infusing into a peripheral IV. At 0830 the glucose remained low and a puddle of tpn was noticed in the bottom of the incubator. A crack was found at the top of the filter hub. There was no pt harm or medical intervention. The customer stated that no further pt/event information is available.